Event description:
It was reported that bd alaris secondary set was disconnecting. The following information was received by the initial reporter with the initial reporter with the following verbatim. It was reported by the customer that it was a secondary iron infusion for patient. During the infusion the tubing came apart from the drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
It was reported by the customer that it was a secondary iron infusion for patient. During the infusion the tubing came apart from the drip chamber. Nine samples and photos were submitted for quality evaluation. Eight samples were unused and one sample was opened and used. Visual inspection was conducted on the samples and no damage or abnormalities were identified. Based on the customers description of the failure, the tubing was pulled on slightly below the drip chamber to see if the tubing would separate. Four of the nine samples submitted separated below the drip chamber with minimal force applied. The customer complaint of separation other component - leak was verified. The investigation was moved to manufacturing for further evaluation. After investigation at the manufacturing location, the root cause was determined to be an occlusion in the bonding solvent dispenser. Based on the issues seen in the investigation, a new solvent dispensing system was incorporated with includes a new system to identify issues with the solvent bonding process. A device history record review for model 10016073 lot number 24083244 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.